Manufacturer narrative:
No sample was returned for evaluation; however, a photo was provided. Per the picture received, the reported issue could be confirmed, that the facility found an alcohol swab inside of the drain bag after the bag had been drained. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." (B)(4). Corrections: manufacturer name, city and state, MFR site.

Event description:
It was reported that the facility found an alcohol swab inside of the drain bag, after the bag was drained.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the facility found an alcohol swab inside of the drain bag, after the bag was drained.